Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received. After review of medical record, patient was revised to address metallosis with pain. Revision notes stated that the femoral head was removed from the trunnion. There was noted to be some trunnionosis with blackened staining at the trunnion. The liner was removed. The remaining metalosis was removed. Surgical pathology report stated that fragments of skeletal muscle, fibroadipose tissue, and mildly reactive synovium with mild chronic predominantly histiocytic inflammation, mild hemosiderosis and metallosis and rare foreign body giant cell reaction around refractile weekly birefringent particles. Left hip bone and tissue consist of multiple pink tan soft tissue fragments measuring 7.2x6.4x1.1cm in aggregate. No acute inflammation diagnostic of infection seen. Doi: (B)(6) 2009 - dor: (B)(6) 2019 (left hip).